Event description:
It was reported that the stimulation turned off by itself. It was noted that the patient had acute pain in the back. It was noted that this had been going on for the last couple months. It was reported that the patient felt that the implantable neurostimulator (ins) had moved and was closer to the ribs than it had been in the past. It was noted that the ins caused the patient to crack his ribs. It was noted that the patient cracked 3 ribs in the last 3 days. It was noted that the way the machine pushed up into the ribs when the patient slept was what caused this. It was noted that the patient stated he felt his weight had fluctuated and had lost a lot of weight in the last month or so.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 355531, lot# n297344, implanted: (B)(6) 2011, product type: screening device. Product ID: 8583, lot# n301365, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).